Manufacturer narrative:
E1-department: emergency department. E1-title: nursing supervisor. G4 - PMA/510(k) #: exempt. H3 - device evaluated by mfg? Device not returned to manufacturer. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the wire guide included in the wayne pneumothorax tray unraveled. The physician attempted to place the chest tube to the right hemithorax. The procedure progressed appropriately with vital signs stable and the patient showing no signs of acute distress. However, at approximately 75% completion, the guidewire began to fray, leading to difficult advancement of the chest tube and causing a significant safety risk to the patient. The procedure was subsequently aborted, all the procedural materials were removed, and a dressing was applied by the physician. At this time, no adverse effects or additional procedures for the patient were reported due to this occurrence. Additional information regarding the event and patient outcome has been requested but is currently unavailable.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation: it was reported that the wire guide included in the wayne pneumothorax tray unraveled. The physician attempted to place the chest tube to the right hemithorax. The device was placed via direct stick after ultrasound evaluation and local anesthesia. Normal saline/bubble formation confirmed location. The wire guide was inserted into the patient without issue. The dilator could not completely advance. The procedure progressed appropriately with vital signs stable and the patient showing no signs of acute distress. However, at approximately 75% completion, the guidewire began to fray, leading to difficult advancement of the chest tube and causing a significant safety risk to the patient. The procedure was subsequently aborted, all the procedural materials were removed, and a dressing was applied by the physician. At this time, no adverse effects or additional procedures for the patient were reported due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), drawings, specifications, and quality control procedures for the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record found that two devices from the reported complaint device lot and its related subassembly lots did not pass quality control inspections; however, the affected products were scrapped prior to release from cook. A complaint history search did not identify any other events associated with the reported device lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. The IFU [c_t_waynemod_rev5] supplied with the device states the following in consideration of the reported failure mode: ¿instructions for use: 3. Insert the needle through the incision into the pleural cavity. 4. When the needle tip enters the pleural cavity, introduce the flexible end of the wire guide into the needle 10-15 cm. 5. Remove the needle, leaving the wire guide in place. 6. Advance the catheter over the wire guide to achieve desired dilation. Remove dilator, being careful to maintain wire guide position. ¿ based on the available information, no product returned, and the results of the investigation, cook has concluded that component failure unrelated to manufacturing or design deficiencies contributed to this incident. It is possible that the wire guide was manipulated or removed through the entry needle, leading to wire guide damage; however, due to a lack of information this could not be confirmed. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Additional information: a2 - age at time of event, a3a - sex, a6 - race, b5. A2 - age at time of event: middle aged. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information received on 27aug2025, it was reported that the device was placed via direct stick after ultrasound evaluation and local anesthesia. Normal saline/bubble formation confirmed location. It was confirmed that the issue was experienced with the wire guide provided in the set. The wire guide was inserted into the patient without issue. The dilator could not completely advance. The wire guide then frayed upon removal. The patient was transferred.